Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description included. Analysis was normal. No anomaly was found.

Event description:
It was reported that the pt presented in the operating room for a implantable cardioverter defibrillator change out. The physician decided to replace both leads during the procedure. The replacement atrial lead exhibited no sensing. The lead was removed and replaced.